Event description:
The pump was returned for electrical hardware failure (12v). Upon return, the device started up with a double yellow alarm. Log files indicate electrical hardware failure (battery 2). Installed engineering battery packs (battery 2) and error did not occur.

Event description:
The following has been reported: biomed reported: "pump problem red alarm no patient harm or infusion stoppage reported." A preliminary review of the logs identified the following issue: electrical hardware failure (12v). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.